Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2001 - pt underwent ventral hernia repair with bard flat mesh. On (B)(6) 2002 - pt underwent incarcerated ventral hernia repair with composix mesh. On (B)(6) 2004 - pt underwent recurrent left inguinal repair with a non-bard mesh. Repair of incisional hernia located superior to the previously repaired defect. On (B)(6) 2008 - pt underwent exploratory laparotomy with extensive lysis of adhesions. A draining sinus was encountered consistent with enterocutaneous fistula. Bard flat mesh and composix mesh were excised. A biologic graft was implanted. On (B)(6) 2008 - pt underwent removal of biologic graft.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix mesh occurred, however, medical records were received and a review of these records identified another event. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt is a diabetic smoker and has a long standing history of hernia recurrence with both bard and non-bard meshes. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for adhesions, which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2010-00284 for info related to the composix mesh implanted on (B)(6) 2002.